Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was seen in clinic for their 6-month follow-up appointment on (B)(6) 2014 and they felt a shock on their buttock followed by a loss of stimulation sensation. The device was reprogrammed on that day and they resolved without sequelae. The event was considered non-serious and related to programming. The patient status at the time of report was alive with no injury. The patient was unable to feel stimulation at an unknown location.